Event description:
The dealer states that the left motor / gearbox is locking up intermittently. There is no report of an injury. The device is being repaired.

Manufacturer narrative:
(B)(4) model m91, serial number/date (B)(4) is approximately 7 months old. The owner's manual part number 1141450,rev.e(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Additional information was received however, medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The malfunction has not been confirmed.